Event description:
Information was received that reported a patient was hospitalized in 2007 due to hyperglycemia. The reporter states the patient was at camp for 4 days. At 0300, he started vomiting. He was transported to the hospital where hyperglycemia was diagnosed. The reporter stated he did not know if the incident was pump or a set/site issue. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report, had not been returned for evaluation.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.